Event description:
A customer reported a complaint of high readings on her freestyle flash blood glucose monitor. The customer took a little extra insulin based on her reading. This did not cause any symptoms or injury. The customer took her meter to a health centre, where a lab comparison test was performed. A reading of 20 mmol/l compared to 6.0mmol/l obtained on the lab analyser. The readings were taken within a 1 minute timeframe. When plotting the readings against each other on a parkes error grid, the results fall in the 'c' zone showing the difference to be clinically significant. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.